Event description:
The distal lesion was 90% eccentric de novo stenosis with mid tortuosity. After engaging the guiding catheter, the lesion crossed with a bmw guide wire. Poba was performed with a balloon catheter at 8 atm for 20 seconds and at 14 atm for 20 seconds. After deflation, the guide wire and the catheter stuck to each other and the whole system was removed. Because of the indentation to the lesion, the guide wire was switched to another company's guide wire and it crossed. A new balloon catheter was used and dilatated to 12 atm for 20 seconds twice. A stent 3.5 x 23 was implanted at 20 atm for 30 seconds and the procedure was finished. This is being filed based on the returned product evaluation that revealed a separated guide wire.